Event description:
Reportedly, during the follow-up, it has been seen that there is noise in the atrial lead and on the ventricular lead. The atrial impedance is low. No response to the manouvers in the ventricular canal. The x-ray image also shows something strange about the ventricular insulator. The patient is scheduled for generator replacement on friday (B)(6) 2025. The generator will reach rrt in 2026.

Manufacturer narrative:
The review of data provided confirmed the reported issue: there is atrial oversensing as well as ventricular oversensing in the data provided from (B)(6) 2025. The atrial lead vega r52 s/n (B)(6) and the vega r58 s/n (B)(6) were implanted on (B)(6) 2019 and connected to the teo dr device s/n (B)(6). The x-ray provided shows that the positionings of both leads is good. There are possible points of friction at the 1st rib-clavicle level and around/on the device. The data provided from (B)(6) 2025 were analysed: - the patient is pacing dependent. - the residual of the longevity of the pacemaker is 18 months (min 12 months). - the ventricular electrical values are normal and stable. - the atrial electrical values show low atrial amplitude and low atrial impedance, stable. - non-physiological signals that have been recorded over the last month are most probably due to lead issue. The morphology of the signals and the low atrial impedance are most probably due to insulation issue and/or lead-to-lead abrasion. The re-intervention took place on (B)(6) 2025 and the leads were disconnected from the active device and were abandoned. No further investigation can be performed on the leads to identify with certainty the reported event. The most probable hypothesis remains insulation issue and/or lead-to-lead abrasion. This case is retained and utilized for trending purposes.